Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lead, implanted: (B)(6) 2006; 694865 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead had far field r-wave oversensing, noise, and small p-waves with the atrial channel counting the fare field r-wave oversensing as an atrial refractory beat. The atrial lead remains in use and no action was taken. No patient complications have been reported as a result of this event.